Manufacturer narrative:
It was reported that this ra lead was explanted on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from a dislodgement of the atrial lead. The patient was hospitalized and ra lead replacement was done.